Event description:
It was reported that an e3 error was displayed upon connecting a new wand to the controller (out of box failure). Another wand was opened and the procedure continued. However, the device suddenly alarmed again with an e3 error during use. The procedure was completed with a competitive device. No patient injury or other complications were reported.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. Factors that could have led to an e-3 error includes: the rf controller may have been turned off or source power may have been interrupted. The ambient super turbovac 90 ifs wand incorporates a single-use feature which is designed to prevent reuse of the wand. There are other factors that could contribute to an e-3 error such as disconnecting the wand from the controller after power has been turned on, previous use or incorrect power cycling of the controller. Also, a reprocessed wand used by the customer will exhibit an e-3 error. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.